Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test revealed a leak from between the bag port and blue bag connector. Closer visual inspection revealed a lack of solvent application. The reported condition was verified. The cause of the leak was determined to be the lack of solvent application. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrastab eva bag was leaking from the injection port junction. There was no patient involvement. No additional information is available.